Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit, site occlusion and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer did a correction through the pump. The customer stated that the pump alarmed no delivery when she worked at her desk. The customer was advised to fill the reservoir. The customer stated that it was not cloudy. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin exited and the alarm did not occur. The customer was advised to replace the battery. The customer was advised to monitor the pump.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no unexpected battery power loss anomaly during test noted. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.